Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that secondary ran as primary. The nurse stated that the infusion of calcium glutanate was set up as secondary infusion but ran out as the primary. There was no patient harm.

Manufacturer narrative:
The report of a secondary infusion that ran as primary infusion was not confirmed. ¿ the pump module logs identified that 3 secondary infusions were initiated. 2 of the infusions were channeled off by the user, and the 3rd ended with a channel malfunction. ¿ the channel malfunction (error code 242.4010) is believed to have been an incidental occurrence. This error appears once in the error log and is believed to be the result of a loose connection at the j3 connector on the ail circuit board. ¿ an improperly configured secondary infusion, with the secondary container not positioned at an appropriate height above the primary container, will cause the pump to draw fluid from both IV bags. ¿ the source pump module was tested for rate accuracy and found to be delivering IV fluids in specification. The root cause of a secondary infusion running as a primary infusion was not identified.

Event description:
It was reported that secondary ran as primary. The nurse stated that the infusion of calcium glutanate was set up as secondary infusion but ran out as the primary. There was no patient harm.